Event description:
Adverse event: knee swelling, knee pain. On (B)(6) 2010 - a female pt started artz dispo injections for osteoarthritis. On (B)(6) 2010 - she received artz dispo injection in the right knee at the age of (B)(6). On (B)(6) 2010 - she complained of swelling and pain in the knee. She was seen by her injection physician, and 20 cc of cloudy yellow synovial fluid was aspirated. She was transferred to a neighboring hospital. The culture test was positive for (B)(6). On (B)(6) 2010 - she was in the hospital and continued to receive joint lavage.

Manufacturer narrative:
We are now investigating this case.